Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer reports the bag broke a apart from the plastic valve.

Manufacturer narrative:
Submit date 11/04/2016. A device history record (DHR) was not performed; no lot number was provided or available. One sample was received for evaluation. The received sample was evaluated visually and functionally, no detachment was observed and the sample worked correctly. No fault was reproduced. Possible root cause could be: stretching the peristaltic tubing before usage, incorrect placement in the pump causing additional stress to the tubing and detachment, enfit female connector is not correctly adjusted to the transition connector and transition connector is not placed correctly to the g-tube or other tube that could go directly to the patient. No corrective actions will apply since no failure has been confirmed. This complaint will be used for tracking and trending purposes.